Event description:
The customer reported the system's interconnect cable connection was disassembled thereby preventing fluoroscopy x-ray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector was reassembled. The system was then found to be operating as intended.